Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previous report. Updated fields: d4 (serial number), d6, d7a, d8, d9, d10, e1, g2, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Onsite inspection identified the cause was likely due to the serial digital interface (sdi) cable. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited a monitor intermittently switched off. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.